Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope had no image. The malfunction occurred during maintenance. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the u-plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: image missing when doing angulation adjustment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.